Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
It was reported, when trying to lock the two screw holes in the second row from the distal end by locking, the plate and screw could not be locked. The drill was straightened using a special guide, and a shorter screw was inserted, but it still did not lock. The procedure to re-fix the plate was not performed, as many other screws were fixed. The plate was not bent. The plate was not loaded. There was no interference with the other screws, and nothing was caught in the screw holes.

Event description:
It was reported, when trying to lock the two screw holes in the second row from the distal end by locking, the plate and screw could not be locked. The drill was straightened using a special guide, and a shorter screw was inserted, but it still did not lock. The procedure to re-fix the plate was not performed, as many other screws were fixed. The plate was not bent. The plate was not loaded. There was no interference with the other screws, and nothing was caught in the screw holes.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned (still implanted) for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.